Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer discovered that the down arrow of the right switch membrane was not functioning. The problem was caused by a malfunctioning reset switch in the top membrane. The top membrane was replaced and the device passed all testing.

Event description:
During service, a ventilator down arrow was not functioning. There was no patient involvement.